Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered during step 9 ¿ treatment complete after cancelling pd treatment . During drain 1 of 4 the patient encountered three air detected in cassette warnings prior to discovering the leak. The treatment was cancelled and when the patient opened the cassette door fluid ran out onto the table. There was fluid in the pump module area and fluid on the external of the cassette. Fluid was also coming out of a hole in the top of the cassette. Upon follow up with the patient¿s pd nurse, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was advised by technical services to discontinue the use of the cycler and inform the peritoneal dialysis nurse (pdrn) that a new cycler was issued to the patient. The patient carried out manual continuous ambulatory pd treatments in the absence of the cycler. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered during step 9 ¿ treatment complete after cancelling pd treatment. During drain 1 of 4 the patient encountered three air detected in cassette warnings prior to discovering the leak. The treatment was cancelled and when the patient opened the cassette door fluid ran out onto the table. There was fluid in the pump module area and fluid on the external of the cassette. Fluid was also coming out of a hole in the top of the cassette. Upon follow up with the patient¿s pd nurse, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was advised by technical services to discontinue the use of the cycler and inform the peritoneal dialysis nurse (pdrn) that a new cycler was issued to the patient. The patient carried out manual continuous ambulatory pd treatments in the absence of the cycler. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: the correct date for the initial MDR with MFR number 2937457-2022-01160 should be 6/24/2022.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered during step 9 ¿ treatment complete after cancelling pd treatment . During drain 1 of 4 the patient encountered three air detected in cassette warnings prior to discovering the leak. The treatment was cancelled and when the patient opened the cassette door fluid ran out onto the table. There was fluid in the pump module area and fluid on the external of the cassette. Fluid was also coming out of a hole in the top of the cassette. Upon follow up with the patient¿s pd nurse, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was advised by technical services to discontinue the use of the cycler and inform the peritoneal dialysis nurse (pdrn) that a new cycler was issued to the patient. The patient carried out manual continuous ambulatory pd treatments in the absence of the cycler. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. Visual inspection of the returned cycler exterior showed no sign of physical damage. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The accelerated stress test (ast) was failed. There was grinding in the pump a motor during the test. No fluid leaks in the test cassette during the ast test. Patient sensor calibration check passed. The internal inspection of the cycler showed that there was fluid in the hp2 filter of the pump assembly. The cause of the encountered fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. It was found that the disinfection form (p/n 507957) marked "fluid present on pump" by failure analysis. Mushroom head check passed 11/24/21. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.